Manufacturer narrative:
Investigation summary: one sample and three photos were received for evaluation. The barrel is damaged, therefore failure mode is verified. This damage was likely induced by an issue with the plunger rod labeler machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8360801 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8360801 during this production run. Root cause description: this damage was likely induced by an issue with the plunger rod labeler machine. Rationale: n/a.

Event description:
It was reported that before use of the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the barrel was broken. The following information was provided by the initial reporter: broken barrel.